Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was failing downstream occlusion testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "keeps failing downstream occlusion test" was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed "downstream occlusion" messages. A service history review revealed the device has been serviced within the last twelve (12) months however this is not a repeat service issue. All service actions were completed during the prior return and there is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality as the downstream tubing guide was found out of adjustment. The downstream tubing guide is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.